Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing non-device related palpitations presented in clinic. Upon device interrogation, multiple episodes of noise on the atrial lead resulting in mode switch were observed. The noise could not be reproduced in clinic. The patient was in stable condition and would continue to be monitored.